Event description:
It was reported that the pt fell on their head in 2002, during sports at school. At first after the accident, the pt could only hear noise, however now the pt can hear nothing at all.